Manufacturer narrative:
A4-a6: unk. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo 12.1 implantable collamer lens of diopter -10.0 into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged for a longer length lens due to low vault. The problem was resolved. The cause of the event was reported as unknown.